Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter, when the trocar was used as a camera port, the surgeon found that air was leaking. It was confirmed that the balloon was broken and could not be inflated. Another device was used to complete the case. Operating time was not extended. There was no tissue damage or bleeding.

Manufacturer narrative:
(B)(4).